Event description:
As reported by our (B)(4) affiliate, a 26mm sapien xt valve was deployed causing an annular rupture. The patient expired during the procedure.

Event description:
As reported by our european affiliate, a balloon aortic valvuloplasty (bav) was performed without difficulty. A 26mm sapien xt valve was then deployed causing an annular rupture. Pericardial tamponade was drained and multiple blood transfusions were given. Protamine was also given. The patient was stabilized for 2 hours, but due to the continuous need for transfusions, surgical intervention was necessary. However, prior to the case, the patient explicitly expressed the desire not to be converted to a surgery of any kind, and treatment was stopped. The patient expired on the table. It was perceived that the rupture was due to the excessively eccentric annulus (eccentricity index of 2), fragile aorta/annulus, and advanced age. The patient¿s native annulus measured 17mmx34mm by CT with a valve area of 520mm2 and a perimeter of approximately 830mm. Mild native valve calcification and mild root calcification were noted.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors (advanced age, eccentric annulus, and a fragile aorta/annulus) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.